Manufacturer narrative:
Corrected fields: h11. It was reported that during an initial bunion surgery on (B)(6) 2025, the patient's medial cortex of the first metatarsal was fractured during drilling for implantation of a distal/dorsal locking screw. As a result, the tmc device was not implanted and the surgeon addressed the site and fracture by using a two screw construct. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, additional information indicates operator technique may have caused or contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that during an initial bunion surgery on (B)(6) 2025, the patient's medial cortex of the first metatarsal was fractured during drilling for implantation of a distal/dorsal locking screw. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, additional information indicates operator technique may have caused or contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery on (B)(6) 2025, the patient's medial cortex of the first metatarsal was fractured during drilling for implantation of a distal/dorsal locking screw. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.